Event description:
A male who had been lost to follow up, developed a type I endoleak from continued aneurysm growth after having zenith devices implanted for approximately 5 years. The initial implant was 2003. The patient had been experiencing back pain. An arteriogram was done, demonstrating the proximal aorta to measure approximately 38 mm in diameter with a type I proximal endoleak. The graft was explanted in 2009 and an aorta bifemoral graft was done. The explanting physician said that it appeared the initial implant was placed low and the aortic neck was 36-38 mm from below renals to the top of the zenith main body. Patient doing well.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria. Vessel tortuosity. Calcification. Accurate placement of graft. Patient selection and pre-procedure sizing. Additionally, the IFU stresses the importance of lifelong follow-up ensuring the graft's safety and effectiveness. Patients with specific findings such as endoleaks, can be identified and handled appropriately. Three x-rays were returned for evaluation. The images are from the procedure performed in 2009. They were reviewed by cook's aortic intervention product manager. His examination did not find anything of note, although, he could see the endoleak. Additionally, he felt the endoleak could have been due to an aneurismal growth, but would need more films to confirm if it came from the proximal or distal end of the seal. However, we have notified the appropriate individuals and we will continue to monitor for similar events.